Event description:
This is report 3 of 5 for this peritonitis event. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was the patient's past medical history of diverticulitis. The patient was not hospitalized for the event. The patient was treated with gentamicin and vancomycin, intra-peritoneally (dosage was not reported). Pd therapy was ongoing. The patient was recovering.

Manufacturer narrative:
(B)(4). The consumer reported that the patient had been in and out of the hospital for the event of peritonitis. The nurse clarified the hospitalization date for peritonitis. On an unreported date, the patient was treated with an intraperitoneal injection of ceftazidime. Six days after admission, the patient was discharged from the hospital. The patient recovered.

Manufacturer narrative:
(B)(4). The nurse reported that on (B)(6) 2013, the patient experienced the start of the peritonitis. Should additional information become available, a follow-up report will be submitted. As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents was performed for potentially associated lot numbers 12k14h25 and 12j16h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. (B)(40.